Event description:
It was reported that during a routine device change out, it was noticed that the right ventricular lead had two areas where the insulation was breached, close to the trifurcation of the lead. The lead was capped and replaced. It was also noted that the left ventricular lead had a questionable spot on the insulation. A splice kit was used to place an outer layer of protection on the lead and it remains in use. It was noted that the chronic device had been resting on top of the leads in the pocket prior to the changeout. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.